Manufacturer narrative:
Patient weight is (B)(6) pounds. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-06917. It was reported the patient had not been receiving pain relief. Reprogramming to address the issue was unsuccessful. In turn, the patient's drg system was explanted.